Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that high lead impedance resulted from a system diagnostic test when the vns patient's device was tested at a routine follow up visit. There was no trauma, manipulation or other believed cause provided. X-rays were taken and sent to manufacturer for review. The x-rays revealed no obvious anomalies that could be contributing to the high lead impedance, and the lead connector pin appeared to be fully inserted inside the connector block. The pt subsequently had surgery where the problematic lead was replaced, and the generator was replaced prophylactically. The explanted devices have been returned to manufacturer and analysis is underway. There were no obvious anomalies observed during surgery.